Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, during total knee replacement, the pin was thread into right tibia. The tip fractured and a piece of it remains in the right tibia.